Event description:
The clinician reports the implant was inserted 2020-07-28 in ada 5. On 2024-03-12, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, swelling, abscess and fistula. No further patient complications were reported.